Event description:
The user facility reported leakage in the capiox fx15 device. Follow up communication with the user facility reported the following information: during an avr case, about two hours after initiation of ecc, blood dripping was noted in at the connection between the elbow shaped female luer connector and the sampling line tube; the sampling line tube in question was replaced with an extension tube; the blood leak stopped; the operation was completed; and, there was no harm to the patient.

Manufacturer narrative:
(B)(4). Although there was no harm to the patient, the user facility report indicates that an insignificant amount, about several ml's of blood volume loss was associated with this event. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomaly which would relate a leak in its appearance. There was no crack on the elbow connector. The actual sample was filled with saline solution and the inside was pressurized. A leak occurred at the joint between the elbow connector and the tube at approx. 0.3kgf/cm2. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the manufacturing record of the involved product/lot # combination confirmed that there were not any indications of production-related issues. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint file found no other report of this nature with the involved product/lot# combination. Although the exact cause cannot be determined based upon the available information, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Visual inspection of the returned sample did not find any visible anomalies. The actual sample was filled with saline solution and pressurized. A leak was noted at the bonded joint between the elbow-connector and the tube when the pressure reached approx. 0.3kgf/cm2. The elbow-connector was cut in half for further inspection of the state of its inside. The following findings were obtained: the tube had been partially separated from the inside wall of the elbow-connector. A gap had been generated between the end of the tube and the end of the large bore of the elbow-connector. The tube bonded to the elbow connector was removed from the connector and its surface was electron microscopically inspected. On the portion found to have been separated from the elbow-connector, the generation of some grooves was revealed. Electron microscopic inspection of the inside wall of the elbow-connector where the tube had been separated did not find any anomaly which would relate to the separation of the tube. The tube was cut vertically for closer inspection of the cut cross-section. No anomaly was found. The wall thickness was confirmed to be uniform. The production processes were inspected. There was no use of a solution such as silicone oil which could hinder the bonding between the elbow-connector and the tube. There was no chance for the tube to come into contact with the above mentioned solution. A review of the device history record of the involved product code/lot number combination did not find any indication of production-related issue. A search of the complaint file for the past three years did not find any other report of this nature. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the investigation findings the below can be inferred as a possible cause of this complaint: a sampling line tube of which elbow-connector and the tube had been weakly bonded due to some factor(s) was put on the production line. The jointing strength between the two components was sufficient enough to pass the leak test but not sufficient enough to endure subsequent heat load during the sterilization process and/or some shock forces during the transportation, resulting in the partial separation of the tube from the inside wall of the connector. Furthermore, due to the gap generated between the end of the tube and the edge of the large bore of the elbow-connector, the length of the bonded segments of the two components became shorter, making the tube prone to get separated from the connector easily. As a cause of the generation of the gap between the two components, it is likely that the tube was not inserted into the connector till its end hit the edge of the bore of the connector during the manual jointing process. Or it is likely that the tube inserted into the connector was subjected to a pulling force before the adhesive got hardened. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00130 to provide the return sample evaluation results.